Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's insulin pump had a constant tone. The patient's blood glucose at the time of incident was in the 80 mg/dl range. Troubleshooting was initiated for the insulin pump. The customer confirmed that there were no alarms prior to the constant tone. The alarm could not be cleared by pressing esc or act. The customer was advised to remove the battery for five minutes and insert a new battery. The constant tone did not disappear. The customer was then advised to remove the battery for two hours and insert another new battery. The insulin pump was not returned for analysis.